Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# (B)(4), product type: programmer, patient; product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was reported that the patient experienced pain in the area of the pump site. The patient had been weaned off of oral medication and per the reporter was doing great with the pump therapy efficacy. The patient then scheduled an appointment with a surgeon to have the pump explanted. The pump was explanted on (B)(6) 2013. The patient then claimed that she never had efficacy and the pump was not working for her. The surgeon¿s records indicated that during the explant surgery the catheter was cut and showed good cerebrospinal fluid (csf) flow. The pump reservoir was emptied and 35ml was aspirated which was what was expected. The surgeon also noted that they could not see fluid coming out of the pump; however, it was also noted that it was not expected to see fluid dripping from the pump but the surgeon had to state this information to justify the surgery. Surgeon notes also showed that the patient had reported ¿unending problems and complications with the pump¿ and insisted on having it removed. It was stated that the patient was a ¿problem child and has a different story everywhere she goes¿. The healthcare provider (hcp) had tried to wean the patient at the last refill on (B)(6) 2013. The patient did not return to finish the titration down and the patient did not show for the next appointment. The device system delivered hydromorphone. It was later reported that loss of efficacy had not been reported to the managing physician or manufacturer representative. The reporter stated that the patient had been doing well on her dose and was off all oral narcotics with the personal therapy manager (ptm). The patient¿s complaint was pain at the pump site after riding in the truck. It was later reported via the hcp that ¿patient requested explant; nothing was wrong with the device¿.

Manufacturer narrative:
Analysis of the pump (B)(4) revealed no anomaly found. Analysis of the 8780 catheter (B)(4) revealed no significant anomaly found; the catheter was returned in segments.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.